Event description:
It was reported that the stent inadvertently deployed. A 6x40, 130 cm eluvia drug-eluting vascular stent system was selected for use in a percutaneous transluminal angioplasty and stenting procedure. Upon opening the package, when it was pulled out of the carrier tube, the stent was already slightly extended even though the thumbwheel lock was still on it. The stent was deployed approximately 1cm or 0.5in. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed 7mm from the distal end of the middle sheath. The outer sheath was kinked at the nosecone. Microscopic examination revealed no additional damages. The pull rack and thumbwheel lock were still in the manufactured position.

Event description:
It was reported that the stent inadvertently deployed. A 6x40, 130 cm eluvia drug-eluting vascular stent system was selected for use in a percutaneous transluminal angioplasty and stenting procedure. Upon opening the package, when it was pulled out of the carrier tube, the stent was already slightly extended even though the thumbwheel lock was still on it. The stent was deployed approximately 1cm or 0.5in. The procedure was completed with another of the same device. No patient complications were reported.